Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced blood glucose levels of up to 389 mg/dl, which was addressed by delivering a bolus via the pump. Reportedly, the customer suspected the cause of elevated bg was due to an underlying pump issue; however, a specific cause was not provided. As the customer was not using the pump at the time of the reported event, tandem technical support was unable to perform troubleshooting. Reportedly, the customer reverted to an alternate pump for insulin therapy.